Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed on functional testing. Review of the device error log did show and error code that indicates a pressure sensor mismatch. As part of verification, a diagnostic test was performed, and the unit failed "internal flow verification." An internal inspection revealed dirt on the flow sensor. It was considered that the dirt caused a pressure difference between the internal pressure and the outlet side, which led to the reported issue. To resolve the issue, the flow sensor was replaced. Completed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly.